Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips from this device were not holding properly. It was unknown how the procedure was completed. There were no patient consequences reported.